Event description:
The steel needle separated from needle hub during pt's treatment. The pt started to bleed around the access site 1 hour into the treatment. Technician wetn to adjust the cannula, hoping to stop the bleeding. However, bleeding did not stop, tech noticed swelling around access site and suspected infiltration. Technical decided to restick the pt, and during needle withdrawal, the cannula was dislodged from the hub, ie. Cannul was sticking out from the access site. They were able to remove the cannula by clamp, and blood loss amount was less than 100ml (i.e residual blood left in the tubing).

Manufacturer narrative:
Baed on eval of returned defective sample, no uv glue amount was found on the external surface of the hub. Based on eval of preserved sample, no low uv glue amount was observed. Visual & functional inspections were performed on preserved samples, no abnormality observed. To eliminate recurrence of this defect, concrete corrective actions such as below have been implemented. 1. Enhance screening by using light scope with 7 x magnification. 2. 100% inspection to ensure presence of cone shape adhesive before release of product. 3. Improve uv glue dispensing process capability.